Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system displayed a system message and the extrusion icon grayed out during a surgery. The system was rebooted but the same thing occurred. The surgeon injected the air manually and the surgery was completed. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was confirmed (via event logs). The fluidics module was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 29, 2010. Based on qa assessment, the product met specifications at the time of release. The fluidics module was received at for evaluation. A visual assessment of the returned sample did not reveal any obvious visual nonconformity. The fluidics module was installed onto a calibrated system and booted up. There were no system messages upon boot-up. A cassette was loaded into the returned fluidics module and primed with no system messages. Extrusion was able to be performed and the reported event was unable to be replicated. The sample was then tested and found to meet specifications. The sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).